Manufacturer narrative:
Manufacturing site evaluation: an investigation was not possible because the product is not available. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis. A definitive conclusion about the suspected disconnection of the catheter is only possible by means of an examination. No further actions are required as a result of the complaint.

Event description:
The vp shunt tubing inside his head became disconnected causing hydrocephalus resulting in surgery to reconnect it. Dates might be off by a day or two.